Event description:
It was reported by the pt that after a treatment procedure for placement of a greenfield vena cava filter in 1994, pt is still having shortness of breath and chest pain. The medical records indicated that the pt was readmitted in 1994 for chest pain. Cardiac enzymes were negative for myocardial infarction. Vq lung scan and ultrasound of the left leg were negative for emboli. The complaint by the pt fails to provide any product identification info belonging to boston scientific, other than the product name, and the product is implanted in the pt. Therefore, a device analysis will not be possible.